Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had high impedances on the 8-15 lead and lost stimulation coverage. The manufacturer representative stated that the patient had both their lead and implant able neurostimulator (ins) revised. The affected lead was explanted and was to be returned for analysis. It was noted that the issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient was having the leads and battery replaced on (B)(4)2017. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of the report. A follow up report will be sent once analysis is complete. Other applicable components are: product ID 97791 serial# unknown product type accessory product ID 977a275 (B)(4) implanted: (B)(6)2017 product type lead product ID 977a275 (B)(4) implanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial (B)(4)) found no significant anomaly; the ins had good stable output. Analysis of the lead (serial (B)(4)) found that conductors 0, 4, and 7 were broken 21.4 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient had noticed a gradual decrease in therapy for about 3 weeks but because they had high density (hd) settings they were unable to feel changes in their stimulation. It was also reported the patient had seen a 006 or 009 error code on (B)(6), 2017 but it could not be confirmed which error code was seen. The patient had also noted the doctor symbol was seen but they were unable to capture or note the actual code. An impedance check was performed. The patient was programmed to use contacts 8, 9, 10 and 11 with the following hd settings: 1000 hz, 90 pulse width, and 5.25 volts. Contacts 10 and 12 were >40,000 ohms; contacts 8 and 9 were 1611 ohms; 8 and 11 were 1184 ohms; and contacts 9 and 11 were 1291 ohms. The group therapy measurement was 698 ohms. There was no known activity that could have prompted the high impedances. The patient was able to feel stimulation at 6.2 volts, and the stimulation sensation was stronger when the ins was palpated. A suspected loose connection was discussed. No further complications were reported.